Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent malposition, myocardial infarction and death occurred. As reported: the patient received certican (everolimus) eluting stent implanted in the proximal left anterior descending artery (lad) for triple bypass graft and the patient had complaints of chest pain and had elevated anterior st-segment. This was improved on treatment with heparin, nitroglycerine, and tirofiban. Angiography revealed a haziness indicating a thrombus in an adjacent branch vessel. There was severe vessel spasm in distal lad. Stent malposition was detected by intravascular ultrasound (ivus) and further balloon angioplasty was performed. The quantitative coronary angiography was followed up at 9 months. Prior to certican eluting stent implantation, the mean lumen diameter (mld) was 0.75 +/- 0.34 mm and 2.68 +/- 0.44 mm and post procedure during follow up it was 2.50 +/- 0.46 mm. There was reduction in the post procedure diameter stenosis (ds) from 72.95 +/- 10.63% to 3.57 +/- 8.32% following certican eluting stent implantation. For 9 months it remained at 9.34 +/- 10.44%. Throughout the 1 year follow up period, there were no major clinical events. The patient had myocardial infarction and cardiac death occurred.